Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: neuchatel team received for evaluation one blue mesh sample in a clear box, of product tvto laser device (product code 810081l), lot number unknown. Therefore the review of the batch record could not be performed, as the lot number is unknown. The product was decontaminated. The received device has been manipulated and ex-planted as original packaging and all components were missing. Only a blue mesh sample has been received, covered with organic matter and partially cut in its middle. The defect described in the report event:, could not be observed during the product evaluation, as only the mesh has been received. Therefore, the defect observed during the product evaluation is not linked to a manufacturing issue. Events of this type are trended regularly.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by ¿a urethral leg at the mid-urethra¿ please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Please describe any medical intervention given for pain management including medication name and results. Please provide the date and surgical findings of mesh ablation. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event problem component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on (B)(6) 2022 and mesh was implanted. Since then, the patient has lateralized obturator pains on the left with discomfort when walking. Endoscopy performed found a urethral leg at the mid-urethra which is patent and which hooks the endoscope. Healthy bladder neck and bladder, no strip erosion. On vaginal examination, pain on a very tight strip especially towards the left obturator hole. Ablation of the device was performed. Additional information has been requested.